Event description:
A (B)(6) male pt contacted zoll customer support to report that the electrode belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was cracked, which would prevent the electrode belt from properly securing into the monitor. The root cause for the cracked locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.